Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported issue. The cse replaced the touchframe, which resolved the reported malfunction. All required calibrations and tests were performed, the ventilator passed extended self testing (est), and unit was operating within the manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA that an 840 ventilator had an erratic display. There was no reported pt involvement.